Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the device during a laparoscopic appendectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Second handle was opened and used but failed also. Another handle was used on the same reload to complete the case. This resulted to extended surgical time of more than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the device during a laparoscopic appendectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Second handle was opened and used but failed also. Another device was used to complete the case. This resulted to extended surgical time of more than 30 minutes. There was no patient injury.